Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: upon review of the information provided, the primary event of coronary artery occlusion resulting in myocardial infarction (mi) requiring percutaneous coronary intervention (pci) and intra-aortic balloon pump (iabp) placement, leading to mitral regurgitation due to ruptured chordae tendonae and congestive heart failure (chf) requiring mitral valve replacement surgery, is assessed as unlikely related to the pro+ valve as the the coronary occlusion occurred 12 days post index procedure and was most likely related to calcification and not occlusion by the pro+ valve frame. The mitral regurgitation, and subsequent surgical intervention, was due to the tendon cord rupture from the mi and not the pro+ valve or dcs. The highest likelihood of calcification embolizing from the procedure is during the periprocedural time frame. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the pro+ valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. Conduction disturbances are known potential adverse effects per the device IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav), as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined for these events from the limited information available. Mitral regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Per the physician and supported by the medical safety assessment, the cause of the mitral regurgitation was due to the tendon cord rupture from the mi, and not from the delivery catheter system (dcs) or valve. However, this could not be confirmed from the information available. Per the IFU, coronary occlusion is also listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). As reported, the coronary occlusion was due to calcification. It was reported that a myocardial infarction resulted from the coronary occlusion. Myocardial infarction is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Per the medical safety review, the primary event of coronary artery occlusion resulting in mi and leading to mitral regurgitation and chf is assessed as unlikely related to the pro+ valve as the the coronary occlusion occurred 12 days post index procedure and was most likely related to calcification. Heart failure is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities, etc.). Per the physician, the cause of the acute heart failure was due to the mi and severe mitral valve regurgitation. Elevated enzyme levels are indicative of heart muscle injury or that it may not be getting enough oxygen. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that 17 days following the implant of the valve, oxygenation could not be maintained with noninvasive positive-pressure ventilation (nppv). It was decided that artificial respiratory management was needed so an aibp was required. A chest x-ray was performed that revealed acute heart failure. Furthermore, an echocardiogram was performed that revealed acute mitral regurgitation. Mitral valve replacement surgery was subsequently performed due to an unspecified emergency. The patient remained on iabp into the hospital. 2 days later, the aibp dislodged. It was adjudged that the cause of the aibp dislodgement was due to papillary muscle rupture accompanying ischemia of the left main coronary artery lesion. Afterwards, treatment for heart failure and drug adjustment were performed, and oxygen administration was completed. 2 months and 10 days later, the patient had recovered to a state in which walking was possible by using a cane, so the patient was transferred to a different hospital for rehabilitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. H6. Ime/annex e code: e2328 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that an mi was confirmed due to coronary artery occlusion from calcification. Per the physician, it is unknown if the valve caused or contributed to the mi, and it was noted that the biological valve may have expanded and caused the calcification. Per the physician, the cause of the mitral regurgitation was due to the tendon cord rupture from the mi, and not from the delivery catheter system (dcs) or valve. Additionally, the severity of the mitral valve regurgitation was severe. Per the physician, the cause of the acute heart failure was due to the mi and severe mitral valve regurgitation. Finally, information was reported that clarified that the tendon cord rupture caused by the mi, was the reason for the additional procedure to repair the mitral valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted for complete heart block (chb). 12 days following the procedure, a chest x-ray was performed for an unknown reason. Subsequently, decreased permeability of the left lower lung was observed, and b-type natriuretic peptide (bnp) increased to 900s. A coronary artery angiography (cag) was performed to differentiate between a myocardial infarction (mi) and takotsubo cardiomyopathy. Subsequently, the left main trifurcation was 90% stenosed. Percutaneous coronary intervention (pci) was performed. An intra-aortic balloon pump (iabp) was inserted. 15 days following the procedure, the iabp was removed. A troponin value of 5.00 was observed. It was reported that since the pci, progress was "good". No additional adverse patient effects were reported.